Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited failure to capture and a low sensing issue. The patient was experiencing syncope. An x-ray revealed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.